Manufacturer narrative:
(B)(4).

Event description:
It was reported that notifications are turned off error message on app. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.